Manufacturer narrative:
(B)(4). The actual device was returned to the manufacturer for physical evaluation. Visual examination found no issues. An accelerated stress test (ast test) identified a weak motor pump b with grinding sound that could be observed in the diagnostics. The rest of the simulated treatment was performed and completed without any other failures or problems. The weighed and programmed displayed fill values were within tolerance. Physical tests passed. Internal inspection found no issues. The complaint cannot be confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported that the cycler was not adequately draining the pd solution. Treatment data reported from (B)(6) 2017 did reveal an episode of increased intraperitoneal volume (iipv), where the largest drain volume was 193% over the prescribed fill volume. The patient had a last drain of 3473ml and the largest fill volume was 1800ml. The reported large drain of 3473ml was 193% over the expected drain volume which resulted in a reportable device malfunction. Additional information received from the patient¿s wife confirmed that the patient had not experienced an adverse event or serious injury and required no medical intervention.